Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The unit was received with a full complement of staples, bent and damaged. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon resection procedure. The open stapling device was being used for the transection of the colon. The stapler was fired and the tissue was cut. When the stapler was opened, the staples were still in the reload. The stapler partially fired, the staples did not deploy. The account cut the tissue thinking that the staples had deployed. The handle did return to the open position following the first full squeeze of the handle. The handle did remain in the closed position following the second complete squeeze of the handle. The staple line was incomplete. To fix the staple line, resected and re-stapled. In order to resolve the issue and complete the case, another cartridge was inserted into the open stapler handle and completed the transection. There was no patient harm. The patient outcome is alive, no injury.